Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/09/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'ok', 'up', 'down' and 'contrast' buttons. No visible damage on the keypad. Contamination was present under the contacts of all buttons. Observed bolus button has intermittent response to button presses and is hard to push: removed button cover and found contamination on the body of the bolus button, on connector leads, inside the button cover and covering the internal plug. Unrelated to the complaint, observed the text on the display screen is dim/faded and discolored upon start up and difficult to read. Replaced faded display with test display, and the test screen was fully functional.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive -ok button) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.